Manufacturer narrative:
This report is being sent as follow-up # 1 to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on date 05 jul 2023: the procedure performed prior to the tr band was a left heart catheterization. The device was not the manipulated before use in any way pre-use or during storage. The product is stored according to the manufacturers guidelines. A glidesheath slender was used in the access site. Hemostasis was achieved by manual pressure and a second tr band. The blood loss amount is unknown.

Event description:
The user facility reported that the involved tr band was defective. The tr band lost air after being placed on patient's wrist during recovery. An additional tr was required and placed proximal. The patient condition was stable. The procedure outcome was successful. The event occurred post-treatment. The patient was not injured, medical or surgical intervention was not required.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted h4: device manufacture date: unknown due to unknown lot number the actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.